Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user received alert 38 indicating consecutive stalled insulin delivery motor events; a restart initially cleared the alert, but it recurred, and the device was replaced. Symptoms included hyperglycemia with a peak blood glucose of 262 mg/dl and approximately 30 minutes above 180 mg/dl, without ketone testing, backup therapy, or medical intervention. Outcomes included continued use of cgm while awaiting replacement and no immediate health effects such as loss of consciousness or diabetic ketoacidosis. Investigation included review of user-reported events, troubleshooting that included device restart, and replacement for further evaluation. Investigation of this case revealed a suspected motor stall affecting insulin delivery performance, consistent with an insulin pump motor or drive component malfunction. It was concluded that the cause was device-related malfunction of the insulin delivery motor or mechanism.